Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with manufacturing specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.

Event description:
A 6f angio-seal vip device was successfully deployed and the patient was discharged. The patient presented 6 hours later with right groin pain and swelling. A vascular surgeon was consulted and a hematoma and right common femoral artery pseudoaneurysm were diagnosed. The surgeon repaired the artery and evacuation of the hematoma. During the surgery the angio-seal was visible and appeared to have dislodged out of the artery. The patient had a follow up visit with the surgeon on (B)(6) 2017 where an infection at the incision. The patient will undergo further surgery.

Manufacturer narrative:
(B)(4).

Event description:
A 6f angio-seal vip device was successfully deployed and the patient was discharged. The patient presented the next day with right groin pain and swelling. A vascular surgeon was consulted and a hematoma and right common femoral artery pseudoaneurysm were diagnosed. The surgeon repaired the artery and evacuation of the hematoma. During the surgery the angio-seal was visible and appeared to have dislodged out of the artery. The patient had a follow up visit with the surgeon on (B)(6) 2017 where an infection at the incision. The patient will undergo further surgery.